Event description:
Related manufacturer reference number: 2017865-2021-00731 new information noted that the cause of the infection was co-morbidities that contributed to an infection of his inserted hd line. The infection spread leading to vegetation on the atrial lead. The patient was stable post procedure. The physician does not allege the device or leads caused the infection.

Manufacturer narrative:
Additional information: b5, d11, g4, and h2.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented with an infection. The cause of the infection was unknown. Patient presented for extraction procedure on (B)(6) 2020. The implantable cardioverter defibrillator was explanted. There were no patient symptoms reported.